Manufacturer narrative:
(B)(4).

Event description:
It was reported that a field representative requested a breakdown of the shock lead impedance (sli) vectors of this right ventricular (rv) lead, as the clinic was going to perform a lead revision. The vector breakdown revealed high out of range sli readings, since january 7th. Troubleshooting for the impedance measurements and noise was suggested; however, the lead was ultimately abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.